Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted. The device used in this situation is unknown; therefore, it does not contain a us 510k number.

Event description:
The customer reported to corporate product surveillance (cps) that an unknown secondary set, product code unknown, lot number unknown, would not drip once connected to the unknown primary set, though the primary continued to drip. There was no patient injury or medical intervention necessary. No additional information is available.